Manufacturer narrative:
The insulin pump was received with blank display due to damage and broken solder pads; traces at the electronic assembly connector solder pads and at printed circuit board and solder pads c53 and c47 of the printed circuit board. Unable to perform functional testing including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to blank display. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank screen. The screen was blinking. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.